Event description:
A report was received that during the procedure the physician noticed pus in the lead site. The physician explanted the scs system and implanted a new one. The patient was prescribed oral antibiotics. The physician believes the patient's symptoms were not related to the device or procedure. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial: (B)(4), description: linear st lead, 50cm. Model: sc-3138-25, serial: (B)(4), description: scs phiii ext 25cm. Model: sc-1110-02, serial: (B)(4), description: precision implantable pulse generator (ipg). Explanted devices will not be returned to bsn as it was discarded by medical facility.